Manufacturer narrative:
One device received for analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. The reported problem was confirmed through visual inspection, event history review and functional testing. The event history also indicated multiple system fault 41100 and downstream occlusion alarms. Visual inspection found tears in the downstream occlusion(dso) seal. The printer wire assembly and downstream occlusion seal was replaced. Upon further investigation, cracks were found in the lcd lens and the battery compartment.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device got occlusion alarm and many others. No physical damage was reported. There was no patient harm, involvement or delay of therapy.